Event description:
It was reported that the device would intermittently not operate on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
The customer's biomed indicated that in the course of his troubleshooting he tried using the power supply assembly from another device and the unit functioned properly on a battery power. He then re-installed the old power supply assembly in the device; however, he could not get it to fail. The biomed is currently testing if further before placing it back into service for use. The root cause of the cause of the reported intermittent failure could not be determined.